Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had scratches and foreign matter inside of them. No serious injury or medical intervention reported.